Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt age and eight:unk. Implant and explant dates: n/a. Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the iol was rotated to the left and the rod passed over the iol. The volume of used viscoelastic material appeared to be enough. There was no irregularity found with the injector and iol, all met criteria. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 16.5 diopter preloaded injector on (B)(6) 2016. When handling the rod (advancing the lens) the reporter indicated that the rod of the device passed below the iol and the lens became stuck in the injector, at the slit and tough to push. There was no patient contact.

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters. There is no indication that the manufacturing and processing of the device contributed to the complaint issue.